Manufacturer narrative:
One impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation attached to a transfer mount. Visual inspection of the as returned product identified wear and debris about the implant threads and drive feature. The product matched print specifications where measured against drawing pd-tsv6b10 rev m . No pre-existing conditions were noted on the per. The reported product was located on tooth # 15 (universal) and used for approximately 11 months. The customer has returned x-rays of the device, however sme review of the image noted that bone loss could not be verified. DHR review was completed for the subject lot number 63898383. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63898383) for similar cause and 1 other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (tsv6b10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsv6b10) was removed due to bone loss at tooth location 15.